Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified the pebax surface with a hole. Force issue. During the procedure, the force value could not be zeroed. There was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-apr-2025, the pebax surface revealed reddish material along with a hole. The event was originally considered non-reportable, however, bwi became aware of the pebax surface with a hole on 22-apr-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-mar-2025. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis of the pebax surface revealed a reddish material along with a hole. A force test confirmed the device was recognized and visualized correctly, but it showed a negative force vector and high force readings in the system. The automated force calibration station (afcs) deflection test failed due to inadequate adhesive application on the internal wires at the tip. Additionally, a fourier transform infrared spectroscopy (ftir) study was conducted to analyze the reddish material, which indicated the presence of blood components potentially linked to medical procedures. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause of the adhesive deficiency is traced to the manufacturing process. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The pebax issue is unrelated to the reported event. The instructions for use (IFU) contain the following information: always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. This product issue will be addressed through the johnson & johnson medtech quality system. An internal corrective action has been opened to address manufacturing opportunities related to the force vector issues. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force issue¿. In addition, biosense webster inc. Analysis finding of the ¿negative force vector - inadequate adhesive application on the internal wires at the tip¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force issue¿. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿pebax surface revealed a reddish material along with a hole¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force issue¿. In addition, biosense webster inc. Analysis finding of the ¿high force readings vector - inadequate adhesive application on the internal wires at the tip¿. Manufacturer¿s reference number: (B)(4).